Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient, the device's display was distorted. Complainant indicated that the clinician power cycled the device two times and the distortion cleared. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.